Event description:
During helicopter transport of a critical patient, the nurses were giving blood to the patient through the buddy lite warmer and its tubing when the nurses noted that the hard plastic piece had cracked on the warmed fluid side going to the patient. The blood product was not going into the patient and was instead going all over the patient. Pressure bag was noted to be under 300 mmhg, and nurse believes it was at 250ish. Other factors were that the ambient air temperature was extremely low. Air temp was in the -23 range and there was a severe wind chill factor that night of around -40 degrees. The nurse had the buddy lite warmer under a ready heat blanket and as much of the tubing as they could while still having the bag hanging. The IV site was on the right arm that is close to the patient-side window. There was no harm. This is the third of three events at this facility with this device.